Manufacturer narrative:
The customer indicated the use of a qualified cartridge. The customer indicated the use of a handpiece that will not accommodate the indicated cartridge. This may have been reported in error. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was scratched as it was almost injected into the eye. The surgeon was able to retrieve the lens. There was indication that it had been loaded incorrectly. There was no reported harm to the patient. Additional information was requested.